Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and did not duplicate the reported issue. The cse found the cable to be hooked onto an unknown item, causing the cable to pull and snap the graphic user interface (gui) handle at the point where the cable attaches to the gui. The cse replaced the gui to breath delivery (bd) cable, and the gui top housing due to signs of damage. The ventilator passed self-testing.(B)(4)

Event description:
Covidien received information that, during patient use, the ventilator had a communications malfunction. There was no harm to the patient reported.